Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2019 due to a capture anomaly.

Event description:
New information received notes that loss of right ventricular capture was noted when the patient was not feeling well so the lead was capped. The lead was replaced by a longer lead due to the patient's anatomy and strenuous activities. The patient was fine before and after the event.